Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the pancreaticobiliary system during an endoscopic retrograde cholangiopancreatography procedure performed on unknown date. It was reported that during the procedure, the device attempted to deploy the third band instead of the band at the end. The user was unable to achieve proper band ligation on a varix. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in the pancreaticobiliary system. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the pancreaticobiliary system.